Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer reports that the left side brake is no longer locking properly on this rollator.